Event description:
It was reported that the patient underwent surgical intervention wherein the patient's inoperable ipg was explanted and replaced on (B)(6) 2018. Therapy has been restored postoperatively.